Event description:
Procedure type: robotic assisted thoracic lobectomy. According to the reporter: the surgeon was transecting a vessel and when the transection was complete he could not retract the knife blade causing the reload to stay closed on the vessel. They tried everything to get the jaws of the reload to open but the jaws stayed closed on the vessel. Unfortunately, they had to convert to an open procedure and cut out the stapler. The pt is doing well but had to stay in the hospital for an additional 2 days because they had to convert to open procedure. A 400cc of blood loss occurred. No delay in operative time was reported.

Manufacturer narrative:
(B)(4).